Event description:
It was reported that the patient experience continued leakage as the cuff was too large. The patient had the artificial urinary sphincter cuff component removed. A new artificial urinary sphincter 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.